Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken screwdriver during a posterior lumbar procedure. All pieces were retrieved. The surgery was completed.

Manufacturer narrative:
Corrected information in sex, adverse event and/or product problem, outcomes attributed to adverse events, and type of reportable event (no serious injury event was reported), and lot number. Additional information: device manufacture date, evaluation codes, additional MFR narrative; the device was not returned so an evaluation was not able to be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which may have contributed to this event.